Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, customer noticed the thermogard ivtm system generated an "air trap" warning alarm. Leak check was performed but unknown if saline was noticed on the floor, patient's bed or thermogard console. The customer disconnected the icy catheter (lot #162799) and flushed it with syringe and observed no fluid returned. A potential leak on the icy catheter was suspected by the customer and it was removed. A new catheter was inserted to continue with treatment. It is unknown if the "air trap" warning alarm was cleared and it was used to continue with treatment. Catheter dwell time is unknown. No consequences or impact to the patient. Please see the following related MFR report: MFR (B)(4) for the icy catheter (lot #162799).